Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as six months ago it exhibited seven years of battery remaining with a power consumption of 134%, and in (B)(6) 2021, it exhibited three years remaining and a power consumption of 258%. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service, however, it was mentioned the patient will continue on home monitoring to review again shortly after christmas and the device will likely be replaced in the new year. No adverse patient effects were reported. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. There is no evidence of a replacement procedure scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as six months ago it exhibited seven years of battery remaining with a power consumption of 134%, and in october 2021, it exhibited three years remaining and a power consumption of 258%. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service, however, it was mentioned the patient will continue on home monitoring to review again shortly after christmas and the device will likely be replaced in the new year. No adverse patient effects were reported. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. There is no evidence of a replacement procedure scheduled at this time. No adverse patient effects were reported. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as six months ago it exhibited seven years of battery remaining with a power consumption of (B)(4), and in (B)(6) 2021, it exhibited three years remaining and a power consumption of (B)(4). A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service, however, it was mentioned the patient will continue on home monitoring to review again shortly after christmas and the device will likely be replaced in the new year. No adverse patient effects were reported. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. There is no evidence of a replacement procedure scheduled at this time. No adverse patient effects were reported. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.